Manufacturer narrative:
Continuation of d10: product ID 97745 product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient requested a new battery pack for their controller, because it has a malfunction. The controller turns off by itself and does not turn it back on. If two days do not pass, charge the battery up to 100% and after a couple of days without me using it x charge, they find it has unloaded and other anomalies occur.